Manufacturer narrative:
Sections with additional information as of 13-nov-2020 h6: updated FDA's method, result, and conclusion codes. H10: test strips were returned for evaluation; returned test strips were observed stuck together in a stack and with adhesive. Meter was returned for evaluation; no defect was detected. Most likely underlying root cause: rc-080: excessive adhesive on cover edge caused by slitting process - refer to CAPA-19-002. Rc-003: other root cause: strips stuck together is due to excessive adhesive.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 25-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer also reported complaint that the test strips were sticking together. Customer stated that he had purchased two vials and that he only had this one vial left; lot number of the other vial is unknown ((B)(4)). The customer is concerned with all test results from meter memory. The customer¿s expected am fasting blood glucose test result is 121 mg/dl and expected pm fasting blood glucose test result is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/16/2022 and open vial date is 09/20/2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).